Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the device distal pressure sensor pin was broken. The device was returned from an unspecified clinical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.